Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a continu-flo solution set with 0.22 micron filter in which the y-site closest to the patient will "not pump, like it's a plugged port." Three sets were tried and all acted the same way. The condition was reported to have occurred during use. There was no patient injury or medical intervention associated with this event. This is report 3 of 3 of the same reported problem from this facility. No additional information is available.